Event description:
It was reported that during the implant procedure, the pulse generator did not exhibit ventricular output after suspected electrocautery interaction. The device was not implanted and a new device was placed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.